Event description:
It was reported by the rep that the (1) atb45 was used during a laparscopic gastric bypass procedure. It was reported that the device was pulled out of the box and, when fired for the first time, placed poorly formed staples that did not go into the tissue and cut. The device was kept by risk management personnel at the account until now. The or time was extended by 15 minutes.